Event description:
It was reported that the patient was admitted with dehydration and weakness leading to failure to thrive. It was later reported that the patient developed anemia and had to receive 1 unit of packed red blood cells (pcrbs) on (B)(6) 2022 and on (B)(6) 2022. On (B)(6) 2022, the patient's blood cultures came back positive for gram-negative bacteria and they were given antibiotics and antifungals. The source of the infection was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No product is available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events which may be associated with the use of heartmate 3 lvas, including infection. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given another unit of packed red blood cells (pcrbs) on (B)(6) 2022.